Manufacturer narrative:
H10: ¿review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had retention prior to implant and that they retention had not worsen. It was also stated that catheterization was patient standard of care. It was further stated that there was no device malfunction and no depletion but urinary of chronic condition. No further complications were reported/anticipated at this time. This event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their stimulator has not been working. Pt reported they have to use a catheter. Pt initially requested to contact a rep to discuss this issue to see what is going on. Pt stated they have tried every program except for additional programs a-d. Offered to assist pt with checking therapy status during call and to review how to change programs, but pt stated they have to use the restroom and will call back at a later time for assistance with changing programs. Agent did not ask about the circumstances that led to the reported issue. Reviewed ps phone number with pt.